Event description:
Trauma patient was placed on osi fracture table for repair of right trocanteric femur fracture when the osi table broke in half at support rod. Patient slid to seated position without falling off the frame, and was lowered to the floor. A second osi table was inspected and brought to the or and the surgery was subsequently completed with no apparent harm to the patient. Upon inspection, the glue point for the steel insert may have failed.======================manufacturer response for fracture table, osi fracture table top (per site reporter).======================sales rep coming tomorrow (b)6) 2012.